Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). An unspecified guide wire (gw) was in the patient anatomy and a 3.00x18mm xience skypoint drug eluting stent (des) was advanced onto the guide wire. Resistance was noted and the des was removed without difficulty. The guide wire was re-saturated and the skypoint des was re-advanced; however, it was noted that the stent had dislodged; it had moved back on the delivery system, fully off the balloon, but remaining on the delivery system. The skypoint des was not in the anatomy at the time the stent dislodged. A second xience skypoint was used over the same guide wire to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the des was introduced into the guiding catheter but not into the vessel before removing and re-advancing. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported difficulty to advance could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.